Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the transverse colon and ileum were anastomosed during an open right hemicolectomy, it was stated that the stapler did not fire. The operation was carried out normally after the replacement of another stapler. There was no patient injury.